Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, no; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, good and total # clips remaining, 4. Functional tests & results: anti-backup functional, yes; clip form properly, yes; clip feed properly, yes; cycle applier, yes and lockout functional, yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, no conclusion could be reached as to what may have caused reported incident "that clips would not hold" during surgery. Applier was received in good physical condition, with no clip in jaws. Instrument was examined and was found to be functional. Applier was cycled and properly fed clip into jaws, and then fed, and formed remaining 4 clips within design specificattion and without incident. It was concluded that applier was conforming to design specifications. Each instrument is evaluated during assembly process to ensure that it functions properly.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the clips would not hold. There was no patient consequence.